Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: rupture: observed crease assessed as fold flaw opening. Additional observations: crease fold observed. Yellow particles inside of the device. Stress mark observed. Wear abrasion observed.

Event description:
Healthcare professional reported a left side "rupture with mammogram and ultrasound". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "rupture with mammogram and ultrasound ". Device remains implanted.